Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use of the subject device, the noise appeared on the endoscopic image of the subject device. The subject device have not been returned to omsc but were returned to olympus (B)(4) (okr) for evaluation. In the evaluation of okr the following was confirmed; the noise appeared on the endoscopic image and the endoscopic image had failure. The cable unit had been broken. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, however, there was the possibility that the reported phenomenon was attributed to the following. The video connector of the subject device was not connected securely to the video system center. There was the contact failure between the electrical contacts of the subject device and the video connector socket of the video system center due to the moisture and/or the foreign material. The camera cable was damaged. The ccd unit was damaged due to the invasion of the water into the subject device and/or the external force. The subject device was connected to the video system center while the video system center was power-on, consequently the electrical circuit of the subject device was damaged due to the inrush current. If additional information becomes available, this report will be supplemented.